Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited an rf telemetry lockout due to the number of failed interrogations. Once the alert was acknowledged, the rf telemetry started working. After completing the device check, ended the session, and re-interrogated the device no rf lockout or alert was noted. The patient was asymptomatic.